Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a damaged was not confirmed as the sample was not returned to baxter for evaluation. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer reported to baxter an issue of damaged cassette found before use. The customer stated that they found dirt on outer bag and the cassette was broken. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.